Event description:
Related manufacturer reference: 2030404-2013-00128, 2030404-2013-00129. During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. The physician placed an ensite array catheter in the right ventricular outflow tract, an inquiry steerable ep catheter in the coronary sinus, and an inquiry steerable ep catheter at the bundle of his. After the ensite array catheter was placed, the patient became hypotensive but then stabilized with no intervention. Ablation with a non-sjm device was initiated. After the ablation had been completed, the patient's blood pressure gradually decreased again. An echocardiogram revealed a cardiac tamponade. The patient remained hypotensive so a pericardiocentesis was performed and the patient's blood pressure recovered. Bleeding continued so the patient was transferred to the operating room for surgical repair; however, the surgeon could not find the source of the pericardial effusion; fibrinogen was used to stop the bleeding. The patient was then stable. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.